Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. (B)(4), lot number unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that upon receipt of the device at the loan department, during inspection the orthokit centre specialist discovered that the impactor is broken. No patient involvement. This report is for one (1) dhs/dcs impactor. (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Catalog number, UDI: (B)(4) lot number unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Customer quality conducted an investigation of the returned device. Received part: 1 x 338.260 / insert f/dhs/dcs® impactor no. 338.280 single / lot number unknown. As received condition: 338.260 -> the front part of the plastic impactor is broken as complained in the device report. The broken off fragment was not returned for evaluation. In addition, there is no article and lot number etching visible on the device. A device history record (DHR) review could not be performed for the affected device as the lot number is unknown. We only have limited information therefore we cannot determine the exact root cause. Due to the wear and tear signs and the condition of the device, we can only assume that the instrument was subjected to an excessive force application, which could have caused the breakage. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy. Finally we conclude that the cause of failure is not due to any manufacturing non-conformance's. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.